Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 4.1 had failed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawers 4.1 and 4.2 were not detected on the bus. A field service engineer identified hardware failure on drawers 4.1 and 4.2 of the main station, with no power to the drawer. Further investigation revealed a defective drawer main printed circuit board assembly, both drawer controller boards, and retractors as the cause. These components were replaced. After repairs, the drawer was operational and functioning normally. The station and drawers 4.1 and 4.2 were in good working order. Multiple tests were performed in the hardware test application, and the customer completed an inventory count no further issues were found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 4.1 had failed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.